Event description:
A cgm error 42 was reported, with the same error occurring three or more times on the current pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and the customer was advised to continue using the current pump until the new one arrives.